Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing and irritation due to chaffing under the lifevest electrodes. It was reported that the irritation was bleeding. Follow-up indicated that the irritation was not improving. Further follow-up attempts were unsuccessful and the outcome of the irritation is not known.